Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01695. It was reported that burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, a bigger size of the rotaburr was used; however, it was noted that the rotawire and burr became stuck together and could not be removed. The procedure was completed with a different device. No patient complications were reported.